Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported a medullary reamer head broke as the surgeon was reaming. At the time, the surgeon was putting down the flex rod. This is 1 of 1 report for complaint (B)(4).